Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
I was at a football game, and a person I was talking with said their mother recently had a double knee replacement. She said she experiences pain and grinding in her knees. This report for the left knee.